Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, customer inadvertently initiated bolus, which subsequently decreased their bg level. Bg was addressed by consuming carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.